Manufacturer narrative:
No problems were noted with calibration or qc. Electrode was cracked down the body of the electrode. Electrode was replaced by the customer and is being returned to bec for further investigation. No problems noted to date after replacing the electrode. Root cause appears to be a cracked glucose electrode sensor.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erratic erroneous glucose (glucm) patient results generated by the unicel dxc 800 pro synchron chemistry analyzer. The patient samples were rerun on the same instrument and on an alternate instrument. No erroneous results were reported out of the laboratory. The results provided by the customer are shown. Patient treatment was not affected in this event as the customer confirms the results on another analyzer prior to reporting.